Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed barrel clamp open binary test was due to the barrel clamp. Replaced barrel clamp due to binary test. Replaced handle, and iui connectors. Performed pm, and calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/11/2014 to the present date 11/7/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device failed barrel clamp binary test. No additional information was provided. No patient involvement was noted.